Manufacturer narrative:
The monitor sn (B)(4) and was returned and evaluated. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The electrode belt sn (B)(4) has been returned to zmc but has not been evaluated yet. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor - (B)(4) - 05/16/2016. Belt - (B)(4) - 07/21/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 1:00 am while wearing the lifevest. The patient experienced an inappropriate treatment event consisting of two shocks prior to passing. Review of the patient's download data revealed that at 1:06:41 am, the lifevest detected an arrhythmia and began the treatment sequence. The patient's ECG data shows that the patient's rhythm was asystole with motion artifact and amplitude oversensing. The motion artifact and the oversensing contributed to the false detection. A treatment pulse was delivered at 1:07:17 am. The patient's rhythm at the time of the treatment was asystole with motion artifact and oversensing. The patient's post shock rhythm was asystole with motion artifact. A second treatment pulse was delivered at 1:07:45 am. The patient's rhythm at the time of the treatment and after the treatment was asystole with motion artifact and amplitude oversensing. At 1:08:41 am, the lifevest declared a non-treatable rhythm. The response buttons were not pressed during the event. There is no indication that a device malfunction caused or contributed to the patient's passing.